Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: linear st lead kit 70, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing loss of stimulation due to lead migration. The patient underwent a revision procedure wherein linear leads were replaced by a paddle lead. The patient was doing well postoperatively. The explanted leads was discarded.